Event description:
Customer reported no reactivity with vra125 while performing a transfusion reaction work-up. A weak reaction was observed during the antibody screen, however, since the reaction was very weak, the customer considered it negative. An antibody ID was not performed. The pt was transfused two units of immediate spin crossmatch compatible blood. On the same day, in 2009, the pt experienced a transfusion reaction: symptom of back pain. A transfusion reaction workup was performed the same day: repeat screening was performed. Dat was also negative. Pre and post transfusion samples were tested with vra126 (exp 04/07/09). Customer identified anti-e. Testing was also performed using vra125 (exp 3/10/09) and no reactivity was observed with either the pre/post samples. Ocd's medical director has classified this event as not a serious injury. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
On 3/16/09, additional information was received from the customer. Customer states they do not believe the pt has an anti-e. Results of the transfusion workup were reviewed and a nonspecific antibody was identified. The anti-e was ruled out. Ortho clinical diagnostics (ocd) quality assurance was unable to perform retained testing, due to receipt of complaint beyond the expiration date.